Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument stopped moving and noticed wire protruding. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip close cable was frayed at the distal idler pulley. The small frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found that one of the instrument's grip was bent, causing side to side misalignment of grips. There was a .081 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however the likely cause of bending remains overloading at the tip. The instrument passed the electrical continuity test. It was concluded that the bent grip damage was likely due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not aligned with the tube axis. Also, the bipolar pin at the bottom of the instrument was bent upwards. There was no damage to the backend, chassis or the housing. It was concluded that the bipolar pin damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed grip cable and the main tube scratches with missing material found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.